Event description:
It was reported that the fiber was connected to the holmium laser but there was no energy emission. The fiber was replaced to complete the procedure without patient complications. After that, the product was returned for analysis, and it concluded that there was an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Visual inspection of the fiber body did not exhibit any breaks. Additionally, it was found that there was no light exiting the fiber connector, indicating a fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A review of the device instructions for use (IFU) was completed, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Visual inspection of the fiber body did not exhibit any breaks. Additionally, it was found that there was no light exiting the fiber connector, indicating a fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A review of the device instructions for use (IFU) was completed, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was connected to the holmium laser but there was no energy emission. The fiber was replaced to complete the procedure without patient complications. After that, the product was returned for analysis, and it concluded that there is an internal connector fracture.